Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cable failure. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that a communication failure between the camera head and the processor and a cable failure led to the malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specifications. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device displayed an e216 error (communication failure). The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no reports of patient harm.